Manufacturer narrative:
The date of this submission is (B)(6) 2015. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 03-aug-2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 10-jun-2015 from a mother reporting for her (B)(6) caucasian son from the united states. The medical history included removal of tonsils and adenoids, insertion of tube in ears, growth issues in puberty, vitamin d deficiency and allergies to grass, tress and to either nut or shellfish. The concomitant medications included letrozole 2.5 milligrams per day to delay puberty since two years and vitamin d 2000 international units per day for vitamin d deficiency since three months. The reported weight of the consumer was 45 kilograms and his height was (B)(6). On (B)(6) 2015, around 4:00 pm, the mother started applying dermoplast spray (dose, frequency, lot number and expiration date unspecified) and neosporin plus pain relief max strength ointment (neomycin, polymyxin b, bacitracin, pramoxine hydrochloride) (lot number 0445lz, expiration date 31-jan-2017) about a dime size amount, both were used topically for the scrape on the middle back of his son which he got from a fall. After two and a half hours, the mother applied more of dermoplast spray, about a quarter size more of the neosporin and covered the affected area with johnson and johnson bandaid brand of first aid products hurt free wrap (lot number 0225ca, expiration date unspecified) cutaneously, whole roll, once. The son went outside but after about five minutes, he came back with a complaint of numbness of hands, itching and redness on his feet and legs and dizziness. On the same day, the mother brought his son to the emergency room (ER) but he threw up while on his way back to the room. His blood pressure was taken and revealed 50/20 millimeters of mercury (mmhg). After an unspecified duration, he threw up again. He was given an epinephrine injection on the stomach area and administered with a bag of saline. He underwent unspecified scans of organs to rule out internal bleeding due to the fall. The mother stated that everything looked good with the scans and his son was diagnosed with an allergic reaction. The scrape was redressed in the ER and at around 12:30 am prior to going home, his son was given unspecified oral steroids. After an unspecified duration, when they got home, his son removed the dressing, took a shower and washed off the dermoplast and the area was just left open to the air. The hurt free wrap was not used further. He experienced the same events with unspecified foods in the past with more of breathing reaction where he was given an unspecified allergy shot. The consumer continued to use neosporin while the action taken with dermoplast spray was unknown. On the following day, the events resolved. This report was assessed as serious (required intervention) and company causality was assessed as related. Additional information was received on 24-jul-2015. A review of the data complaint category revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. An analytical testing could be performed on the retained sample to verify the alleged complaint. Manufacturing issues were reviewed and no issues were found related to the reported defect. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains serious.

Event description:
This spontaneous report was received on (B)(6) 2015 from a mother reporting for her (B)(6) caucasian son from the united states. The medical history included removal of tonsils and adenoids, insertion of tube in ears, growth issues in puberty, vitamin d deficiency and allergies to grass, tress and to either nut or shellfish. The concomitant medications included letrozole 2.5 milligrams per day to delay puberty since two years and vitamin d 2000 international units per day for vitamin d deficiency since three months. The reported weight of the consumer was 45 kilograms and his height was 152 centimeters. On (B)(6) 2015, around 4:00 pm, the mother started applying dermoplast spray (dose, frequency, lot number and expiration date unspecified) and neosporin plus pain relief max strength ointment (neomycin, polymyxin b, bacitracin, pramoxine hydrochloride) (lot number 0445lz, expiration date 31-jan-2017) about a dime size amount, both were used topically for the scrape on the middle back of his son which he got from a fall. After two and a half hours, the mother applied more of dermoplast spray, about a quarter size more of the neosporin and covered the affected area with (B)(6) bandaid brand of first aid products hurt free wrap (lot number 0225ca, expiration date unspecified) cutaneously, whole roll, once. The son went outside but after about five minutes, he came back with a complaint of numbness of hands, itching and redness on his feet and legs and dizziness. On the same day, the mother brought his son to the emergency room (ER) but he threw up while on his way back to the room. His blood pressure was taken and revealed 50/20 millimeters of mercury (mmhg). After an unspecified duration, he threw up again. He was given an epinephrine injection on the stomach area and administered with a bag of saline. He underwent unspecified scans of organs to rule out internal bleeding due to the fall. The mother stated that everything looked good with the scans and his son was diagnosed with an allergic reaction. The scrape was redressed in the ER and at around 12:30 am prior to going home, his son was given unspecified oral steroids. After an unspecified duration, when they got home, his son removed the dressing, took a shower and washed off the dermoplast and the area was just left open to the air. The hurt free wrap was not used further. He experienced the same events with unspecified foods in the past with more of breathing reaction where he was given an unspecified allergy shot. The consumer continued to use neosporin while the action taken with dermoplast spray was unknown. On the following day, the events resolved. This report was assessed as serious (required intervention) and company causality was assessed as related.